Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures and 4 alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose level was 75 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.